Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint appeared to be a reportable occurrence. Upon receiving additional information about the event, it was determined that a reportable event had not occurred.

Event description:
It was reported that during the placement procedure, the physician felt the resistance when the guidewire was inserted. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refr2426 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refr2426) have been reported from the same facility in (B)(6).

Event description:
It was reported that during the placement procedure, the physician felt the resistance when the sheath was inserted. It was further reported that the tip of the sheath was found to be damaged. There was no reported patient injury.